Event description:
Patient's gj tube infusing tube feed all night. Kangaroo pump alarmed clog in line. Rn attempted to flush the line with toomey syringe and met a small amount of resistance. Pulsatile flushing attempted and side wall of line "popped". Line clamped off. Upon removal, tube was found to be in the esophagus and both tube and balloon were severed.